Event description:
I.v. Catheter started on patient. After i.v. Was initiated, staff noted that blood was leaking from around the catheter hub. Another i.v. Was started, 1st one removed and found to be defective. Submitted to manufacturer.